Manufacturer narrative:
Product analysis could not be undertaken as the device was not returned for investigation. The lot history review (lhr) for lot # 87885508 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Ureteral perforations are a known complication in ureteroscopic stone removal procedures and is also listed as a potential adverse event in the device instructions for use (IFU). A stent placement is sometimes required to facilitate healing. Post-procedural stent placement is also common practice, even in the absence of a ureteral injury. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
During a steerable ureteroscopic renal evacuation (sure) procedure on (B)(6) 2026, it was reported that the surgeon lost visibility of the guidewire, a third party accessory. Secondary to perceived forced double flexion on the device, there was a noticeable kink or bend in the scope. After regaining visual access, the surgeon noticed a ureteral tear. A ureteral stent was placed and is expected to remain in place for up to four weeks.